Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced pain and discomfort at percutaneous lead insertion site. Redness was noted. Infection was noted. The event happened during a basic evaluation. During the testing phase, the patient reported pain at the insertion site. The patient was treated with antibiotics. Explant occurred on (B)(6) 2013. Additional information received noted that the patient did have adequate stimulation during the testing phase. Additional information received noted that the issue involved interstim pne (percutaneous nerve evaluation ) testing. Date of onset of infection was 2013-9-28. The patient did not have meningitis. Signs and symptoms of the infection included fever, redness, swelling, and pain. The location of the infection was the lead track. A culture was not obtained. Treatment included both IV and oral antibiotics and total device system explant. Patient outcome was infection resolved.